Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, it was confirmed that the pump was able to successfully begin charging. There was no adverse impact to the customer's blood glucose level.